Event description:
The physician successfully reached the 70% stenosis target lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6atm for one minute. Angiography taken post the balloon deflation revealed some stagnating contrast medium at the distal stenosis lesion. The stent was uneventfully placed at the target lesion. However, angiography taken post stent deployment showed stagnating contrast medium in the stent. The physician stated that ¿a dissection might have developed¿. The patient suffered from both right and left lower legs paresis after the procedure. No further information was provided.

Event description:
The physician successfully reached the 70% stenosis target lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6atm for one minute. Angiography taken post the balloon deflation revealed some stagnating contrast medium at the distal stenosis lesion. The stent was uneventfully placed at the target lesion. However, angiography taken post stent deployment showed stagnating contrast medium in the stent. The physician stated that "a dissection might have developed". The patient suffered from both right and left lower legs paresis after the procedure. No further information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Neurological symptoms are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Additional information was received from the user facility stating that approximately five months post procedure, the patient suffered hearing loss in the right ear. The physician stated that it might be related to a thrombus but the cause is unknown. No other information was provided.

Event description:
The physician successfully reached the 70% stenosis target lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6 atm for one minute. Angiography taken post the balloon deflation revealed some stagnating contrast medium at the distal stenosis lesion. The stent was uneventfully placed at the target lesion. However, angiography taken post stent deployment showed stagnating contrast medium in the stent. The physician stated that "a dissection might have developed". The pt suffered from both right and left lower legs paresis after the procedure. No further info was provided.